Event description:
It was reported that the customer experienced an issue with the pump's touchscreen responsiveness, as the screen was frozen and would not respond to input. There was no adverse impact to the customer's blood glucose level, as it remained within normal range. The customer attempted to reset the pump with guidance from technical support, but the problem persisted, and the screen remained unresponsive. Consequently, technical support arranged for a replacement pump to be sent to the customer.